Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter fracture. The patient reported becoming aware of filter fracture approximately eight years and six months post implant. The patient also reported anxiety related to the events with the filter. According to the implant record the indication for the filter implant was pulmonary embolus while on prophylactic lovenox. The filter was placed via the left common femoral vein and deployed below the level of the renal veins and above the iliac bifurcation. Completion venogram showed a good position, it was slightly tilted. An angled vertebral catheter and stiff glidewire were used to straighten it as much as they could. The patient tolerated the procedure well. Of note, approximately one month prior to the filter implant, the patient underwent an esophagogastroduodenscopy with placement of a partially covered esophageal wall stent for gastric leak following a vertical sleeve gastrectomy. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use state filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Review of the information provided suggests that the filter tilt occurred during the procedure. Without imaging available for review no conclusion could be drawn on the report of filter fracture. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture that causes injury and damage to the patient. The following additional information received per the medical records indicate that,after bringing the patient to the catheter suite, the patient was secured to blood pressure cuff, EKG, and pulse oximetry. The physician then proceeded to give the patient conscious sedation and to prep and drape the patient sterilely. The patent then was able to be laid down, and the physician went ahead and numbed an area over the light femoral vein using a micro puncture technique. The physician went ahead and did a single wall puncture on the anterior wall of the common femoral vein and then inserted a micro sheath. The physician upsized over an 0.035 wire to the routine sheath and dilator for delivery of the optease device. Once the sheath and dilator were in position, the physician did a valsalva. Venacavogram identified where the renal veins were, and the physician then deployed the optease filter below the renal veins and above the iliac bifurcation. The patient tolerated the procedure well. Completion venacavogram showed a good position. It was slightly tilted. The physician used an angled vertebral catheter and stiff glidewire and straightened it as much as we could. The patient tolerated the procedure well. Anglo-seal was used to dose the venotomy site. It was noted also under real-time fluoroscopy that the second stent was actually pushed into the stomach and not into the esophagus. This was again very frustrating. The physician was able to get the grasper and grasp the opening portion of the second stent, which was in the stomach and pull it back into the proper position in the esophagus. This was done at real-time fluoroscopy and confirmed that the physician did not pull the second stent out of the first stent. The physician was very pleased with the result and concluded the case. A picture was obtained and placed in the chart. Although this was a very frustrating and long case, there were no complications. The patient was awakened from anesthesia, extubated in the operating room and transferred to the post anesthesia care unit in stable condition. According to the information received in the patient profile from (ppf), the patient experienced psychological injuries or mental anguish related to the filter. The patient lives with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. The patient is worried because the filter has fractured within the patient's vena cava.